Event description:
It was reported that the patient underwent a revision procedure for the right atrial lead. It was noted that the lead was recently implanted and was dislodged. On (B)(6) 2017, the lead was repositioned successfully. And the patient was in good condition post-procedure.